Event description:
It was further reported that the patient was lightheaded but did not lose consciousness during the controller exchange.

Manufacturer narrative:
A supplemental report is being submitted for additional information. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller 2.0 unknown h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers (B)(6), unknown serial number) were not returned for evaluation as the vad remains implanted. A review of the devices' history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed three (3) low flow alarms logged on (B)(6) 2025 at 06:56:48 and (B)(6) 2025 at 04:56:08 and 05:04:56. Of note, log files associated with the controller in use after the controller exchange were not available for analysis. As a result, the reported low flow event was confirmed. The reported failure to restart event could not be confirmed since the log files associated with the controller in use after the controller exchange were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered. (B)(6) is in scope of fca cvg-21-q3-21, which was initiated for pumps with failure to restart. Based on historical review of similar events, the most likely root cause of the failure to restart event may be attributed to outer shroud c contact that created more friction at the housing to impeller interface. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine controller exchange for ventricular assist device (vad), the vad did not start, and the patient, who had a medical history of congestive heart failure, was symptomatic. The patient was admitted for the procedure, and after submitting log files and receiving approval to proceed, it was noted that the vad "did not ramp up." The team waited approximately 10-15 seconds while observing the controller screen before switching to a controller with alternate software, at which point the vad started immediately. The vad remains in use and the controller was exchanged.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2023 / serial#: (B)(6) d9: no h3: no h4: mfg date: 19-dec-2022 h5: no d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420. D9: no h3: no h4: mfg date: h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.